Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that after surgery when examining the instruments, it was noticed that the distal end of the punch is missing. Update 07-jun-2019: it is unknown where the fragment broke-off and where it is currently. It cannot be excluded that it still remains in patient.

Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed the end cap has dissociated from the outer tube. There were no other signs of breakage or damage to the remaining components. From the device evaluation, its unknown how the tip was disassociated from the outer tube.